Event description:
It was reported that 30 minutes a following successful stent deployment and arterial access site closure, the patient experienced inferior wall st changes. Reangiogram revealed thrombotic occlusion of the stent, which was successfully treated with balloon angioplasty and an additional stent. The patient was discharged and was reportedly doing well.